Event description:
It was reported that the patient passed away on (B)(6) 2025. The ventricular assist device (vad) was turned off as part of withdraw of care. The pump operated as intended. The cause of death was ventricular tachycardia and was not device related. The patient had been admitted for unsuccessful implantable cardioverter-defibrillator (ICD) shocks requiring external defibrillation. The ICD was implanted prior to the vad. Amiodarone and lidocaine drips were initiated. The patient decided to transition to comfort care/do not resuscitate (dnr). The ICD was turned off, and the drips and vad were turned off.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia and death, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.